Event description:
Procedure type: unk. According to the reporter: during preparing for surgery, while inserting the trocar into the cannula, the seal broke. No pt involvement. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
(B) (4)